Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that on multiple occasions, the customer did not receive the full bolus amount after delivering a bolus. The customer follows the proper procedure when inserting the infusion site. There was no reported impact to the customer's blood glucose level. Customer reverted to an alternate pump for insulin therapy.